Event description:
It was reported that a pump was not charging. There was no reported impact to the customer¿s blood glucose level. No corrective actions were taken as the pump was not returned, and the complaint was subsequently closed.